Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being deployed in the laa when the physician noted a thrombus was present on the tip. The closure device and delivery system were recaptured and removed from the patient while the physician aspirated the system. The wds was removed from the patient and the thrombus was removed with it. The patient was given an additional 4000 units of heparin. Transesophageal echocardiogram (tee) imaging noted no thrombus present, and the procedure was continued. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient showed no neurological deficits as a result of this event and has since been discharged home.